Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial/lot #: (B)(4), ubd: 11-oct-2021, UDI#: (B)(4), implanted: (B)(6) 2020, explanted: (B)(6) 2020, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer's representative (rep) regarding a patient who was receiving 2 mg/ml of dilaudid at 0.1 mg/day via an implantable pump. On (B)(6) 2020, it was reported that the patient developed an infection in their pump pocket site in (B)(6) during the height of the covid-19 shut-down/quarantine. The patient's pump system was removed on (B)(6) 2020 and was discarded. The rep was not made aware of the explant until the replacement procedure on (B)(6) 2020. It was noted that the patient had a large abdomen and was overweight and so the hcp opted to put the patient's new pump in the patient's upper buttock. The issue was considered resolved at the time of the report.